Event description:
It was reported that the customer's pump screen was dark and would not turn on, and the battery of the t:slim x2 pump was not charging. The customer¿s blood glucose level was impacted, exceeding 500 mg/dl, with the specific value being displayed as ¿high.¿ in response to the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi). The technical support team attempted various troubleshooting methods, including checking the pump with different charging cables and adapters, but the screen remained dark, and the pump did not charge. As a resolution, the customer was advised on backup insulin delivery through mdi and was sent a replacement pump by technical support. The customer was instructed to let the current pump¿s battery deplete fully and return it to tandem using a pre-paid label within 10 days.